Manufacturer narrative:
The evaluation found the device has a worn out video connector locking latch causing a loss of image when the video cable is manipulated. Additionally, there are deep scratches on the top cover, faded front panel, stains on rear panel and discoloring on the main switch. The device was repaired to standard specifications and returned to asset stock. The asset was last serviced via repair on (B)(6) 2016 for a non-functional power button issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of this returned asset, the evis exera iii video system center was found to have no image. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. As 7 years or more have passed since the device was delivered, and it is likely that the lock and pins of the video connector were worn out due to repeated use for a long period of time, resulting in a failure. Or, that the connector lock failure occurred due to the user's application of force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. Subsequently the connection became unstable between the scope and the video controller, resulting in the phenomenon of flickering of images. As stated on the instructions for use and as a preventive measure: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.